Event description:
It was reported that a signal artifact monitor (sam) episode occurred due to a high out of range pace impedance measurement of 2377 ohms on this right atrial (ra) lead. As a result, the implantable cardioverter defibrillator (ICD) device automatically switched the monitoring vector of the respiratory rate trend (rrt) sensor to the right ventricular (rv) lead. The healthcare provider (hcp) noted that the ra impedance has been chronically higher. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.